Manufacturer narrative:
Post market vigilance (pmv) received one device, opened by the account without packaging. The product expiration date cannot be verified as the lot # was not reported. The visual inspection of the returned product noted; the dissector balloon, trocar balloon, lock collar and obturator all appeared intact. The insufflation bulb and inflation syringe were received. Pmv performed functional testing: the trocar balloon was inflated, no leaks detected. The dissector balloon could not be inflated due to a hole in the balloon.

Event description:
This was an unauthorized product return with no reported condition.